Manufacturer narrative:
E1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a "helium transducer not calibrated" message on the pump screen. No injury or harm to the patient was reported.

Manufacturer narrative:
Corrected field : e1 ( event site telephone ) , b5. Updated field : b4, g3, g6, h2 , h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had helium transducer not calibrated" message on the pump screen and helium dropped into the red on the gauge so they exchanged tanks 3x, but all showed in the red so they decided to exchange pumps. There was no harm or injury reported

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) checked the device and calibrated helium transducer to resolve issue. Performed unit checkout. Unit passed all functional and safety testes. The equipment works to manufacture¿s specs.